Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 1¿ miniloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A longitudinally aligned split was observed in the y-site. Microscopic inspection of the split revealed a granular fracture surface. Discoloration and abundant superficial stress cracking were observed in the vicinity of the split. The split propagated along a molding weld line. The split propagated along a molding feature, indicating that features created during the molding process caused the observed fracturing. The stress fracturing observed further suggested that some part of the manufacturing process affected the mechanical properties of the y-site material. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported "one of my omc sites had a patient with a cracked hub. It resulted in chemotherapy leaking and the patient had to go to the ER. Lot #aserf029. This is continuing to be an issue resulting in unnecessary patient trips to the ER and is a patient safety issue as our patients are being exposed to chemotherapy." Add info rcvd 10/14/2020: what type of catheter securement was utilized: tegaderm and silk tape was there patient harm reported?: patient was exposed to a hazardous medication and had to go to ER.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of aserf029 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "one of my omc sites had a patient with a cracked hub. It resulted in chemotherapy leaking and the patient had to go to the ER. Lot # aserf029. This is continuing to be an issue resulting in unnecessary patient trips to the ER and is a patient safety issue as our patients are being exposed to chemotherapy." Add info rcvd 10/14/2020: what type of catheter securement was utilized: tegaderm and silk tape. Was there patient harm reported? Patient was exposed to a hazardous medication and had to go to ER.